Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, it was discovered that component y402 (smd crystal oscillator) on the ca board was defective, intermittently causing service code 204 by preventing the monitor from properly communicating with the belt. The root cause of the defective y402 component was likely due to random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt is receiving service code 204. The pt was issued a replacement electrode belt and a replacement monitor.